Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a complete heart block. During a pulsed field ablation (pfa) procedure a farawave catheter was used to complete an off-label cti flutter line ablation. The physician delivered 3 rounds of ablation and was manipulating the catheter when the catheter went into complete heart block. A temporary pacing wire was placed to treat the issue. The patient was admitted to the intensive care unit (ICU) and was kept for observation. The patient received a permanent peacemaker and is expected to fully recover.